Event description:
It was reported by the affiliate that (1) er320 was used during a hernia procedure. It was reported that the clips were malformed and would not close. The case was completed with another instrument. There was no pt consequence.